Event description:
It was reported the patient was exposed to a theft detector or security gate. It was unknown if the implantable neurostimulator ins was on at the time. The source of the exposure was from a metal detector. The patient experienced pain at the ins site. The patient was scheduled to see the health professional the following day. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v927246, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).